Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the is-1 pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that the lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged a few weeks after it was implanted. A physician attempted to reposition the lead but the helix was unable to be re-extended. The lead was explanted as result. A new ra lead was implanted during the surgery. No additional adverse patient effects were reported.